Event description:
Paramedics responded to a person, condition unk. The device was connected to the pt with disposable pacing/defibrillation/ECG electrodes and 3 lead pt ECG electrodes for external pacing. According to the reporter, the device intermittently stopped pacing three times during the code which required the operator to reset pacing settings. No adverse affects to the pt were reported as a result of the alleged malfunction.